Manufacturer narrative:
Additional evaluation: the meter was returned and investigated with returned test strips. All results were within the range specification and no new issues or errors were observed during control solution testing. Additionally, retained test strip samples from the same lot reported by the customer (1467412) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2014 she received a reading of 159 mg/dl on her adc blood glucose meter. Customer further reported she was watching tv and when her friend came to the door she did not recall opening it, did not know what was happening and the last thing she remembered was sitting on the couch. Her friend said she was incoherent, so paramedics were called. Upon arrival, reportedly less than 10 minutes after the adc reading was obtained, a reading of 27 mg/dl was received on the hcp meter. Customer was treated on the scene with an intravenous infusion of glucose. Customer was also given a peanut butter and jelly sandwich and orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.